Event description:
It was reported that the customer's insulin pump had two cracks on the upper right and left hand corners of the display screen. His/her blood glucose level was 77 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, and cracked battery tube threads noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.